Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function was not present. Further evaluation identified that the absence of audio was due to the rear case flex tail not being properly seating into the input/output printed circuit board (I/o pcb) connector. When the connector was re-seated, the audio function was restored.

Event description:
It was reported a spectrum pump had no audio function. It was also reported this condition was found during testing, and there was no patient involvement.